Event description:
A customer reported receiving a tandem mobi cartridge alarm, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved by replacing the cartridge, and the customer reverted to using multiple daily injections to ensure insulin delivery was not interrupted.